Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event: death. Onset of adverse event: after the procedure. Device issue: none. It was reported via trial that on (B) (6) 2008, the pt underwent direct stenting in the obtuse marginal saphenous vein graft with one xience v stent. On (B) (6) 2010, the pt expired. Though requested, no additional info was provided. The pt was not taking aspirin or clopidogrel as of (B) (6) 2010. Per the physician, the cause of death was progressive, chronic diastolic heart failure, and was not related to the study stents or procedures.

Event description:
Customer reportedly received results of 250 mg/dl and 120 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.